Event description:
It was reported that this lead was capped due to high pacing threshold and pacing impedance (greater than 2500 ohm) approx. 55 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided test value, acquired on 6th of may 2022, revealed a pacing impedance of greater than 2500 ohms. The provided x-ray images were analyzed. An interaction of the leads in the pocket area cannot be excluded. No further peculiarities were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.